Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient experienced a non-responsive mrsa infection (site of the infection is unknown). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, it was reported that the patient experienced multiple infections (including mrsa) and subsequently, was hospitalized and treated with oral and IV antibiotics (date and duration not reported). It was also reported that the patient underwent a surgical treatment to further treat the infection.